Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The customer reported system error 345 was not reproduced during evaluation. A review of the event history log identified system error 345. Both thermistors were found to function as designed. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 345 (thermistor disparity) alarm during testing in the biomed service. There was no patient involvement. No additional information is available.